Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. No anomalies were observed via diagnostic imaging. A revision procedure was performed and insulation damage on the rv lead was observed with exposed filaments that detached during the procedure. The detached filaments were removed from the body and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.